Event description:
It was reported that most of the pins from attachment were missing and/or have broken off. The product was replaced with another product to complete surgery.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.